Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: our investigation shows that the cutting edge is in a very bad condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact cause. We assume that the blade came in contact with a metallic part during use and a mechanical overload caused probably the damage. We suppose, that the instruments worked correctly when distributed in september 2011. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the osteotome is completely flat and some of the metalat on the tip is broken off. Damage was discovered during the cleaning process. There was no patient involvement in this event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative:b3: unknownd6/d7: device is an instrument and is not implanted/explanted.d10: device received by the manufacturer for review/investigation on december 29, 2014e1: hospital contact number - 004521703612h3/h6: the investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system.device history review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 2111177 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 42-44 hrc (hardness condition) and was found to be good. No non-conformance reports were generated during production. Device was manufactured on september 22, 2011. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.